Event description:
It was reported that the following issue was stated: 'patient went to muensterlingen oncology on (B)(6) 2025 to continue blincyto therapy and to change the cassette. Everything was performed by specialized staff and the patient went home with the cadd solis in the pump bag. At 11.00 a.m. On saturday, the next day, the patient realized that the whole bed was wet. Cassette leaked, the entire pump bag and cadd pump were wet. Therapy was interrupted and the patient brought the pump and accessories to the oncology department. The tubes were all still connected, which is why it is assumed that the cassette is leaking. There was patient involvement, but no patient harm.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Manufacturer narrative:
D9 - date returned to mfg: 2/27/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. During the functional testing (filling process), a leak was observed at the seam of the top corner of the bag. The complaint of cassette leakage can be confirmed. The probable cause is due to inconsistent bag sealing during manufacturing.